Manufacturer narrative:
On 9/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7395206 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 400cc mentor memorygel breast implants, suffered right side capsular contracture; baker grade iii/IV, post-operatively. The patient added that their right breast was firmer and had upward and lateral displacement. The patient noted that they were unable to lay on their stomach due to discomfort and pain and added that it was like lying on a soft ball. As a result, the patient underwent unilateral removal and replacement with a 400cc mentor memorygel breast implant on (B)(6) 2019.